Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and did not find vent with transducer fault error but found that would boot intermittently and alarm. Replaced power switch and issues were corrected.

Event description:
The customer reported ventilator gave transducer fault. No patient involvement.